Event description:
It was reported that the battery status of this device was at 58% remaining in (B)(6) 2020, and most recently the device had triggered elective replacement indicator (eri). Premature battery depletion was alleged. The device was subsequently explanted and will be returned. No adverse patient effects were reported.